Event description:
Additional information received reported that the battery was at its end of life. The patient had replacement surgery on (B)(6) 2012. Hospitalization was not required and the patient sustained no injury.

Event description:
It was reported that the implantable neurostimulator did not 'hold a setting' over the past 2-3 weeks prior to the date of this report. The patient felt it working and then suddenly 'it would come on full blast.' It was also reported that the patient was unable to adjust stimulation. Two to three days ago, an elective replacement indicator and a 'call your doctor' screen were displayed on the patient programmer. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).